Event description:
It was reported failure to deflate, difficult to remove, and shaft break occurred requiring additional intervention. The target lesion was located in the mid circumflex artery, extending toward the second obtuse marginal (om) branch. A 2.50 x 48 mm synergy xd drug-eluting stent was deployed at the intended lesion site using a 6fr guide catheter. The stent was inflated to 11 atmospheres and held for 15 seconds. Following deployment, the balloon failed to deflate properly. The physician waited for balloon deflation before attempting device withdrawal. Upon withdrawal, the balloon became stuck on the deployed stent. When additional traction was applied, the delivery system shaft broke. The broken portion of the shaft was retrieved using a snare device. The procedure was completed successfully; however, the patient expired prior to hospital discharge due to a pulmonary embolism (pe) arrest.